Event description:
Caller reported a malfunction on pump after it got wet and went into the water. There was no adverse impact to the customer's blood glucose level. Cts sent a replacement pump to the caller, who was advised to use a backup therapy and reach out to their healthcare provider, and received instructions on putting the old pump into storage mode for return.